Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) was confirmed. Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to the c19, c20, c21 and c22 capacitors on the defibrillator pca. The negative lead pad was lifted off the board, causing the faults. The root cause for the defective capacitors could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor displayed a service codes and failed incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) was confirmed. Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to the c19, c20, c21 and c22 capacitors on the defibrillator pca. The negative lead pad was lifted off the board, causing the faults. The root cause for the defective capacitors could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor displayed a service codes and failed incoming functional testing.